Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit was received with a minor scratched liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.